Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: "I had a knee replacement in 2018. It got infected. In 2021. It was removed. I had antibiotic plates in place of a knee from (B)(6) 2021 until (B)(6) 2022. Then I had a competitor replacement.(revision)".